Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation, however, the test strips will not be returned. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Since the product was not returned for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant inr results with a coaguchek inrange meter with an unknown serial number compared to the chronometric stago laboratory method. The meter result was 5.08 inr. The result from the laboratory within 3 hours was 3.87 inr. The patient¿s therapeutic range is 3 ¿ 4 inr.